Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation of the pacemaker revealed an alert for elective replacement indicator (eri). The pacemaker should not have been at eri. The device was reprogrammed and the diagnostic anomaly was resolved.